Event description:
The sales representative reported to olympus, a b30 scope communication error was received intermittently when the 190 scopes are connected to the evis exera iii xenon light source. The tower used was brand new. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer was able to test all of the scopes on another tower and the issue was resolved. The customer swapped and reseated all of the cables. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.